Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The battery pack and the charger board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had a battery charger error message. No pt injury was reported.